Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor passed both isl (safety) and eit (performance) testing. There is no indication of a product malfunction. The device meets specification and user requirements. Device episode record indicated that the patient was wearing the wcd system during the bradycardia episode on (B)(6) 2026. The wcd is not indicated for the treatment of bradycardia. Wcd role in patient death is unrelated.

Event description:
Kmts field rep reported that the patient was wearing the wcd system at the time of the death. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.